Event description:
It was reported that the patient expired. There is no known allegation from a health professional that suggests the death was related to the device. The cause of death was unknown. No further information is available at this time.

Manufacturer narrative:
A partial lead was returned for analysis in one segment. The damage found was sustained during procedure. The portion of the lead that was returned was otherwise normal.

Event description:
New information states that the patient presented to the emergency room on (B)(6) 2011 with cardiac arrest. Cardiopulmonary resuscitation was applied but the patient could not be revived. The patient was in pulseless electrical activity. Ventricular pacing was increased from the ICD which resulted in the electrical pacing of the ventricle but the qrs complex was agonal on the EKG. The cause of death was cardiac arrest.